Event description:
A healthcare worker complained of an eye splash while working with cidex plus. The worker was seen by a physician and was given moisture eye drops. The worker is doing fine and has returned to work the next day.